Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. B30 scope communication error was found. The video processor was repaired during evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had bad image and color. It was reported that the area around the screen that is normally black was reddish. The area of the monitor was dark and the image was indistinguishable. The device was resetted, but the issue could not be duplicated. It was reported that the issue occurred four times during the case. The issue was found during a vein harvesting procedure. There was no delay, and the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the b30 scope communication error and image issue could not be determined. Olympus will continue to monitor field performance for this device.